Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/9/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a pushlock pulled out or had a detached suture anchor from the bone, causing the fixation to fail. As an additional treatment, revision surgery was performed. A procedure was performed to repair a biceps tendon lesion. The physician did not disclose dates for either surgery.